Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the impedance issue is still there, however they were able to reprogram the stimulator around the leads with high impedances, and the patient is doing well. Additional information was received from the manufacturer representative (rep) stating that the patient was seen today because she was unable to increase program intensity across all groups and programs. An impedance test was performed. The impedance test performed today said to avoid the following electrodes: 0,1,4,5,9,10,12,13,14,15. High impedances were the same across all electrodes, despite the reference electrode. Patient stated that despite the impedance electrodes she is still getting very good pain relief on group a. Groups b and c were changed to use electrodes that were not displaying high impedances. Patient programmer was able to increase stimulation intensity on the two new programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: it was reported that the patient was unable to increase stimulation on any of her programs. When trying to increase the remote will say unable to achieve desired settings. This message happens for groups a, b and c. The patient noted her pain was currently under control. The patient was planning to meet with the rep. The cause was not known. 2025-aug-19: additional information was received from the manufacturer representative (rep). It was reported that high impedances were found on the leads. They reprogrammed the stimulator so that it wasn't programmed on the electrodes with high impedances. There are still high impedances on several electrodes, however they were able to reprogram the stimulator outside of the leads with high impedances. The patient was seen today to test her battery. Patient was seen today to test her battery. Patient was previously unable to increase the intensity on any of her programs. Impedance test showed high impedances on the 0, 1, 5, 9, 12, 13, 14,15 electrodes. Lead connection showed the 13 electrode isn't connected correctly. We were able to get dtm style programming put in place. She was able increase the stimulation from her remote after the reprogramming. No known cause of the high impedances on the leads. Patient hasn't reported anything that could have lead to it.